Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially contacted manufacturer via e-mail on (B)(6) 2020; customer was contacted via telephone on (B)(6) 2020. Customer reported complaint for low blood glucose test results and stated that she also obtained e-3 and e-5 error messages. The customer is concerned with test results obtained of 59, 39, 40, 36, 35 and 41 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-115 mg/dl. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 59 mg/dl using truemetrix meter. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 07/31/2021 and test strips were opened two months ago. The meter memory was reviewed for previous test result history: (B)(6).